Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb cable was damaged and could not be used to charge the pump. A replacement cable was sent to the customer to address the issue. There was no reported adverse impact to customer's blood glucose level.